Event description:
It was reported that during an unknown procedure, the device could only be fired with application of excessive force; incomplete staple line, but complete cutting line. There is no further information available. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): damaged/missing knife assembly and damaged wedge sled. Additional analysis completed: the broken wedge sled was removed and another sled installed and the cartridge was fired without any issues. The firing was smooth and no damage appeared on the drivers or cartridge. The material next to the gate where the sled broke is a rough irregular structure. It appears that the device was fired on something metallic and the surgeon continued to force the firing knob forward until it broke the knife and center blade from the wedge sled.

Manufacturer narrative:
(B)(4): damaged/missing knife assembly. The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 10 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information, please refer to the instructions for use. In addition, the knife subassembly was found damaged, making the reload non-functional. The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the knife subassembly became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.